Manufacturer narrative:
Eval found a sleeve crack that allowed disinfecting solution to reach the motor. The resulting buildup of corrosion byproducts created enough internal pressure to force the tip clamshell pieces apart and result in the reported bifurcated tip. If the instructions for use of the v5ms are followed, no harm to the pt. The leakage test will fail, exposing the defect in the articulation material. Visual inspection after each use may also detect early degradation prior to a complete failure.

Event description:
Tee v5m transducer tip cracked open.

Manufacturer narrative:
Investigation: during the investigation of the complaint, it was determined that the most probable cause for the articulation sleeve crack and tip open was due to plasticizer migration from the tip protector to the articulation sleeve during use of the tip protector in field. A corrective & preventive action was initiated for this issue.